Manufacturer narrative:
(B)(4). Sample and lot information are unknown at this time. This report is an allegation against the cassette; however, since the product code is unknown at this time, there will not be a us 510k number provided in this initial report. This report is being submitted because, it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Although the specific product code is unknown, this report was a use error with the disposable; therefore, is coded as a cassette product. There will not be a us 510k number provided; however, the MDR is being submitted because it is the same as or similar to a product distributed within the us. This report was resolved over the phone and determined to be caused by use/user error. There was no allegation of a product malfunction; therefore, a batch review and sample evaluation will not be conducted.

Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm in dwell 4 of 4. The hp stated there was no fluid left in the heater bag and no fluid left in the final bag; however, the supply bag still had fluid. The hp further stated, he connected the bags wrong and when the small supply bag went empty he switched them back. The technical service representative (tsr) explained the machine was trying to get fluid from the final bag and could not because, it was empty. The tsr then assisted the hp to end therapy and suggested doing a manual exchange to get his last fill. No patient injury or medical intervention was reported. No further information is available at this time.